Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5313 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported there was a kinking issue with the catheter and it had to be replaced. Placed (B)(6) 2020 replaced (B)(6) 2020. This pt is very ill and her treatment was delayed by this incident. It was stated that there was the additional expense of xrays, employee time, and PICC kits. Additional information received 11/13/2020: no patient harm was reported directly due to the kink, but there was a delay in care.